Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant had placed an impella rp and an impella cp to support a patient admitted in acute myocardial infarction/cardiogenic shock. The team had issues in placing the impella rp which was replaced by a second impella rp. The impella rp was placed after multiple access attempts/sticks to the femoral. The impella rp access site was oozing during the support and was treated by a mattress suture, manual pressure, and pressure dressing. The support was for 72 hours and was then weaned and explanted. The patient survived the explant.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.